Manufacturer narrative:
Other relevant device(s) are: micra model #: mc1vr01-delsys / expiration date: 28-jun-2019/ serial#: (B)(4), UDI#: (B)(4), mfg date:28-jun-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant of the leadless implantable pulse generator (ipg), the device exhibited unsatisfactory thresholds and the physician attempted to recapture the device. The deployment button on the delivery system exhibited retraction issues near the tricuspid valve, and as a result the device could not be completely retracted into the device cup. The device and delivery system exhibited thrombus adhesion. The device and delivery system were removed and replaced with another leadless implantable pulse generator implantable pulse generator (ipg) no patient complications have been reported as a result of this event.